Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 501 mg/dl. The customer had treated their blood glucose with a manual injection. Troubleshooting found the insulin pump did not alarm no delivery with a fixed prime. Customer also stated their cannula was not bent. The customer was able to lower their blood glucose to 322 mg/dl after changing their infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.